Event description:
It was reported that the aseptic battery housing opened during surgery exposing the non-sterile battery to the sterile field. There were no adverse consequences. Additional information has been requested from the account.

Manufacturer narrative:
As of the date of this report the device has not been returned to the manufacturer for evaluation. This report will be updated when the device is received and an investigation is completed.